Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2016; dtba1q1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.